Event description:
On september 21, 2020, senseonics was made aware of an incident where the eversense cgm-transmitter exploded, smell and broke in two parts old firmware replaced.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The returned transmitter and charging cradle were investigated. Investigation found that transmitter battery was defective. The issue was further investigated and addressed through a corrective and preventative action (CAPA). The user was given a new transmitter to continue using the system.